Event description:
Caller reported an error with the cgm, specifically error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset process, guiding the caller through it, and following the reset, the cgm error did not appear again, resulting in a successful start of the sensor session.